Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitoring (cgm) had inaccuracies compared to blood glucose (bg) meter. The sensor was inserted in the abdomen on 00/00/2016. No additional even or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.